Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent inguinal hernia repair on an unknown date and suture was used. The suture broke when ligating in the surgery. The surgeon took out the suture immediately without any left in the abdominal cavity of the patient. Changed to another device to complete the surgery. There were no adverse patient consequences reported.